Event description:
Sorin group (B)(4) received a report that, during priming, the s5 roller pump started to smell of burning electronics. The pump was changed out for another pump. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, dining priming, the s5 roller pump started to smell of burning electronics. The pump was changed out for another pump. There was no patient involvement. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.